Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during an embolization treatment procedure, the coil was unable to be advanced and was "blocked" in the catheter. The procedure was completed with another of the same device. No patient complications were reported. Returned device analysis revealed the main coil was broken.

Manufacturer narrative:
(B)(4). A delivery wire, rotating hemostatic valve (rhv) and coil were returned. A non-bsc 5f .038 in catheter that was used with this coil was returned. Blood was present in the catheter. The delivery wire was returned inside the rhv. Dried blood was present in the rhv. The rhv had not been tightened but resistance was felt removing the delivery wire due to the presence of a severe kink. Several kinks were present from the mid to proximal end of the delivery wire. The coil was inspected and found to be severely stretched at the proximal end. Dried blood was present on the fiber bundles. The main coil interlocking arm had been pulled off the coil and there was evidence of a weld. The delivery wire was advanced through the non-bsc catheter with resistance and dried blood was removed from the distal tip. The main coil interlocking arm was not found. Microscopic examination revealed the coil zap tip shape and surface was smooth. The interlocking arm of the delivery wire was inspected and no anomaly was noted. The delivery wire zap tip shape and surface was smooth. As the coil was severely damaged not all dimensions could be measured. The coil dimensions that could be measured were found to be in specification. The most probable root cause is user/use error due to insufficient flush. The response to the question asked regarding the type of flush used states continuous flush was maintained during the procedure however product analysis found a significant amount of blood in the catheter and on the coil. The presence of this amount of blood indicates while continuous flush was maintained it was insufficient to reduce the risk of retrograde blood flow/thrombosis occurring in the catheter, around the coil and in the introducer. Retrograde blood flow will cause difficulties advancing the coil in the catheter. (B)(4).